Event description:
Clinic notes were received indicating that the vns patient was referred for generator replacement surgery. The reason for surgery was not included in the notes. Follow-up revealed that the patient went to the ER due to seizures. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014 due to near end of service. The explanted generator has not been returned to date. Attempts for additional relevant information will be made.

Event description:
It was reported that the device was discarded after the surgery.

Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement, neos = no.

Manufacturer narrative:
This information was inadvertently reported incorrectly on the initial MFR. Report.